Event description:
The facility reported to customer service an infusion pump with a failed accuracy test. Info was not provided regarding whether or not the device was in pt use when the event occurred. The customer reported no injury or medical intervention. No add'l contact info was available.

Manufacturer narrative:
The pump was returned for service. Baxter service confirmed that the pump head mechanism under infused. Baxter service confirmed that the pump head mechanism under infused. Baxter service replaced the pump head mmechanism. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.